Event description:
Customer's blood glucose level was not adversely impacted. Customer's blood glucose level was 237 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became shattered and unresponsive. Customer had elevated blood glucose levels (237 mg/dl). Customer delivered an injection and stated they have back up manual injections for insulin therapy.